Manufacturer narrative:
The insulin pump had no button error alarm or failed battery test alarm noted. The device had no button response due to corroded keypad traces. Unable to test the operating currents due to no button response. Used a test keypad, the device responded properly to button presses. No frozen screen noted. The time advanced during testing. Device had cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 144 mg/dl. Troubleshooting was performed. The device was returned for analysis.